Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction to the sensor adhesive on (B)(6) 2016. Location of sensor was unknown. Patient's mother reported that the patient had seen an allergist. Patient's mother stated that the patient is allergic to the adhesive. Patient's mother reported that patient tried skin tac (otc) and it didn't help. The date of medical visit is unknown. Additional event or patient information is not available.